Event description:
It was reported by service report that the retaining post bracket was stripped. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Retaining post bracket.